Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 03-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old patient of unknown gender who received treatment with synvisc one and later after unknown latency the patient experienced swelling, redness, pain and difficult weight bearing on injected leg; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for osteoarthritis into the right knee (batch/ lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced swelling, redness, pain and difficult weight bearing on injected leg. It was reported that the patient was told to ice affected knees, elevate affected legs and was given steroid packs and pain medicines. Corrective treatment: ice affected knees, elevate affected legs, steroid packs for swelling, redness; pain for ice affected knees, elevate affected legs, steroid packs and pain meds; and elevate affected legs for difficult weight bearing on injected leg. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all the events. Additional information was received on 22-nov-2017. The event of device malfunction was added. Gptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who received synvisc one injection and later had localized erythema and weight bearing difficulty in leg for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) year old patient of unknown gender who received treatment with synvisc one and later after unknown latency the patient experienced swelling, redness, pain and difficult weight bearing on injected leg. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for osteoarthritis into the right knee (batch/ lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced swelling, redness, pain and difficult weight bearing on injected leg. It was reported that the patient was told to ice affected knees, elevate affected legs and was given steroid packs and pain medicines. Corrective treatment: ice affected knees, elevate affected legs, steroid packs for swelling, redness; pain for ice affected knees, elevate affected legs, steroid packs and pain meds; and elevate affected legs for difficult weight bearing on injected leg. Outcome: unknown for all the events. Seriousness criteria: required intervention for pain, redness and swelling a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 9-nov-2017: this case concerns a patient who received synvisc one injection and later had localized erythema and weight bearing difficulty in leg for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.